Event description:
The patient's device gave him "lots of problems". His doctor told him he needed a new battery. Replacement surgery has not been scheduled. No additional follow-up is possible.

Manufacturer narrative:
(B)(4)